Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported about blood leakage occurring from mz1000.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-22. H6: investigation summary: one mz1000 sample was received without packaging, however the customer indicates that the affected lot number is 21065695. No connecting products were received to assist the investigation. The sample was subjected to pressure testing in order to replicate the customer's experience; leakage was observed from the connection to the syringe confirming the customer's experience. A visual inspection identified a crack at the female luer adaptor as the source of the leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21065695 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months. H3 other text : see h10.

Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported about blood leakage occurring from mz1000.